Event description:
It was reported that (1)5 dsg and (1) er320 device were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during lap three consecutive 5dsg graspers leaked air. The er320 didn't fire clips and it wouldn't hold the tissue. The case was finished by pulling add'l instruments. There was no consequence to the pt.